Manufacturer narrative:
This report is submitted on june 15, 2020.

Event description:
Per the clinic, the patient underwent revision surgery (issue not specified) on (B)(6) 2020, in order to have a magnet placed on the internal fixture i.e. Converting the patient to a subcutaneous baha implant system. There was a skin revision under a general anaesthetic.